Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to withdrawal of care due to a stroke. The patient had been off all anticoagulation for significant period of time preceding hospitalization due to significant bleeding history and despite this, required numerous transfusions often more than weekly with dialysis sessions to maintain hemoglobin levels greater than 8. A computed tomography (CT) scan identified numerous small strokes, though whether they were ischemic that transformed into hemorrhagic is unknown. The patient became neurologically and cognitively less intact as a result and was transitioned to comfort measures. It was noted by the site that they thought it quite likely that being off anticoagulation and patient's underlying infection history contributed to a prothrombotic state resulting in clot that could have showered emboli to the brain from the left ventricular assist device.

Manufacturer narrative:
D4 - expiration date: correction. H5 - device manufacture date: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was communicated that the device will not be returned for evaluation. The account communicated that no additional information will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU lists potential adverse events, including stroke, bleeding, and death, that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU, under "anticoagulation", contains information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.